Event description:
The customer contact reported a broken ground prong. The pump was programmed to deliver cefazolin 2gm. No specific programming parameters were provided. At an unspecified time, a broken ground prong was noted. The customer contacted reported there were no sparks or shocks. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4): (B) (4).